Event description:
The customer reported that the left monitor displayed low resolution. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep changed a cable on the sys. He also changed every video pcb and backplan. The sys operates as intended but they will continue to monitor it.